Event description:
On (B)(6) 2012, the pt reported that during her sleep, she felt the infusion device vibrate. She stated this occurred about every 20 minutes and the backlight comes on and the standard bolus screen is displayed without pressing any buttons on the infusion device. She stated when the standard bolus screen is displayed, she is unable to move from the screen by pressing the buttons and she is unable to program a bolus. She stated that eventually the device display goes blank or returns to the run mode, but she is unable to perform any functions by pressing the buttons. Prior to the report, the pt removed and reinserted the battery, but the issue continued. At the time of the report, the pt removed and reinserted the battery and e8 (power interrupt) was displayed and she was unable to clear the error by pressing the check button. She stated the infusion device has not been dropped or exposed to moisture. The pt was advised to switch to her backup infusion device. The infusion device, battery, and battery cover were requested to be returned for eval.